Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: use of a high-frequency device without maintaining sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burn mark on the forceps holder. There was no patient involvement.